Event description:
Additional information: it was later reported that patient had experienced spasticity that began about a month prior. Following revision patient was currently receiving therapy.

Event description:
A catheter migration/dislodgement was reported. A catheter revision was done on the date of this report and per reporter the physician had explained that ¿all of distal catheter segment had found its way into spinal incision¿. X-rays were indicated to have been done for the same. Patient symptoms due to this event were unknown to the reporter; patient status at time of this report was indicated as alive - no injury. Drug delivered via the device was baclofen 2000mcg/ml, daily dose reported to be 170 mcg/ day prior to catheter replacement, 96mcg/ml after new catheter implanted. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. Product ID: 8583, lot# n305809, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4). Catheter was received in pieces. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: the patient had experienced bladder urgency, headaches, and le (lower extremity) weakness.

Manufacturer narrative:
Analysis found a non-significant indent in seal of the catheter/sc connector, however that did not affect infusion. Analysis concluded no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.